Event description:
It is reported that the centering guide fractured off the shaft.

Manufacturer narrative:
(B) (4): evaluation summary: breakage might have been caused due to application of high bending forces during its use. The exact cause cannot be determined with certainty. As returned, the centering guide is fractured at the junction of the shaft and the guide. Device history records indicate all components were manufactured and inspected to specification.